Manufacturer narrative:
An investigation has been conducted based on the available information. Based on the investigation, combined with the description of the event, the deployment difficulty is caused when the secondary legs releases from the 8.5 fr sheath, but not the 9 fr sheath. The investigation of the returned introducer set revealed marks on the outside of the 8.5 fr sheath. Most likely, the marks are applied to the sheath, when the filter is retracted into the sheath. Then the filter legs got stuck between the outside on the 8.5 fr sheath and the inside on the 9 fr sheath, causing the marks on the outside on the radiopaque band. Therefore, it is assumed that both the 8.5 fr and the 9 fr sheath is used. In the description of the event use of a 9 fr sheath is mentioned. This is not a part of (B)(4)and nothing in the instruction for use for this device describes use of a 9 fr sheath. No further action will be taken at this moment.

Event description:
The legs of the celect femoral vena cava filter failed to open after the device had been deployed. The device was retrieved and another manufacturer's device was used. Per the medwatch report received at cook medical on (B)(6) 2012: the pt required placement of a vena cave filter due to deep venous thrombosis and recent major hemorrhage from a ruptured aneurysm. A 9 fr. Sheath was placed and using ultrasound to determine placement, the filter was delivered without difficulty. However, when deployment was initiated, the initial feet deployment did not occur. The surgeon was able to capture the filter and remove under fluoro guidance. At the very end of the removal the sheath came off the filter and the filter came through the soft tissue and everted, however, there was no damage to the vein by ultrasound. The procedure was performed again using a greenfield stainless steel filter. A foreign object did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.